Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. During troubleshooting for the current alarm, a test bolus was delivered and insulin was observed dripping out of the infusion set tubing as expected. Customer declined further troubleshooting. Blood glucose was as high as 240 mg/dl. Reportedly, the infusion set was changed to address the event and insulin delivery was resumed.